Event description:
It was reported that the patient was experiencing pain at the ipg site which describe as burning and tender to touch. It was also stated that the patient had irritation and bruise at the ipg site. The patient was placed on antibiotics. Additional information was received that the physician confirmed there was an infection at the site when it was opened up. The patient underwent a procedure wherein the pocket site was cleaned and the ipg was repositioned. The patient was doing well and postoperative stapes have been removed.

Event description:
It was reported that the patient was experiencing pain at the ipg site which describe as burning and tender to touch. It was also stated that the patient had irritation and bruise at the ipg site. The patient was placed on antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.